Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements ranging from 150-160 ohms. Technical services (ts) recommended lead replacement. The patient will be schedule for a lead revision procedure, however at this time this lead remains in service. No adverse patient effects were reported.